Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after a meal announcement, with cgm displaying 302 mg/dl and a fingerstick confirming 264 mg/dl; the user had recently changed a teflon infusion set and administered 6 units of subcutaneous insulin by pen outside the ilet, then remained disconnected per guidance. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or dka. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Troubleshooting and education were completed, including fingerstick confirmation, cgm calibration, and guidance to remain disconnected following outside insulin. Investigation included technical review and user interview. Investigation of this case revealed no confirmed device malfunction and a cause that remained unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause, and the device appeared to function as intended based on subsequent checks by the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.